Event description:
Hospital biomedical staff report that during device evaluation, it was noted the insert in the quik-combo side of the connector came out and was stuck on the male pin of a defibrillation electrode. The reporter stated, the missing insert caused intermittent connection of a test load to the device and resulting in intermittent pacing. The hospital is requesting an evaluation of the therapy cable.

Manufacturer narrative:
Medtronic evaluated the returned therapy cable and found the apex socket was missing the insert. The missing insert caused a pacing fault, energy fault and service indication to be displayed on the screen. The customer was provided with a replacement therapy cable.